Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic handpiece did not cut while being used with an ophthalmic system. The surgery was completed on the same day using a manual removal method, and no patient harm was reported.